Manufacturer narrative:
Manufacturer¿s investigation conclusion: no issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The submitted log files contained events from (B)(6) 2024 through (B)(6) 2024. No notable pump-related events or alarms were captured. The pump appeared to function as intended at the fixed speed. The account noted that coumadin was restarted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that hemolysis labs would be repeated in 1 week. Thrombus was not confirmed, and the patient was stable at home. No other diagnostic testing was done.

Event description:
It was reported that the patient was without coumadin for over a month. The patient was assessed for power trends and thrombus. No hemolysis labs were elevated. Log files were submitted for review and captured routine events, the ventricular assist device (vad) and peripheral equipment were functioning as intended. All vad parameters were stable throughout the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.